Event description:
Patient's parent contacted dexcom technical support to report that patient experienced skin irritation upon removal of the sensor on (B)(6) 2013. Patient's parent describes the irritation as an oval shaped red, bumpy, rough burn. The irritation is more red in the middle. The rash was treated with polysporin, and is healing. Patient's parent did not report any medical intervention at the time of contact with dexcom technical support.